Manufacturer narrative:
.

Event description:
The customer reported a speaker malfunction error. Although it was initially reported that the device was in clinical use at the time of the alleged malfunction, the investigation confirmed that it was not being used for clinical monitoring at the time of the alleged malfunction. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction error. There is no report of an adverse event.